Event description:
On (B)(4) 2012, intuitive surgical received the following comments via an online survey from an unk source concerning the outcome of a surgical procedure that was performed using the da vinci surgical system. The info received is as follows: "experienced complications. Urinary stricture. Had to have 2nd surgery".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to the limited info provided in the surgery, intuitive surgical is unable to f/u with the reporter to determine the root cause of the reported event. If additional info is received concerning the reported event, a f/u medwatch report will be submitted to the FDA.